Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt was transported to the hosp by emergency response because there was no capture in the right and left ventricular. Upon checking the device it was noted that the device threshold had significantly risen. Oversensing was suspected. The pt was submitted to a toxicology report to see if there were any drugs in his system that could have caused the rise in the threshold. The device remained implanted.